Manufacturer narrative:
Initial reporter phone number provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 113 error. Alarm 113 was reduced water temperature control.

Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue was a failed chiller pump. The device was evaluated upon receipt. During equipment testing, it was confirmed that the t4 temperature did not decrease. Upon inspection, the mixing pump was operating normally, but due to an issue with the chiller assembly and chiller pump, the equipment water temperature did not drop. Alarm 113 was observed. The chiller pump was replaced. A no flow problem was confirmed and circulation pump would need to be replaced. The chiller assembly was also found to have issue that required replacement. Alarm 01 and 02 were observed. The circulation pump and chiller assembly were replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d,e,f,h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 113 error. Alarm 113 was reduced water temperature control. Per sample evaluation results on 03dec2025, the chiller assembly was also found to be contributing to the original alarm 113 error. A no flow problem was confirmed during evaluation.